Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: investigation result the captivator - snare was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed a snare device being used in a procedure, however, it is not possible to attribute these pictures to a specific complaint. Additionally, it is not possible to confirm the hemorrhage, minor and perforation since as per the photo provided, the quantity of bleeding and the depth of the cut was unable to be determined. No other problems with the device were noted from the photo. The reported events of hemorrhage and perforation cannot be confirmed as per the picture provided; the quantity of bleeding and the depth of the cut, which occurred during the procedure cannot be determined. There is insufficient objective evidence to determine a definitive cause. Due to the lack of supporting documentation, the most probable root cause assigned is "known inherent risk of device".

Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, safety and efficacy of underwater emr for 10- to 20-mm colorectal serrated lesions (sea clear study) a retrospective multicenter cohort study, by kosuke tanaka, md, et al. Per the article, between february 2021 to november 2021, 58 patients with a total of 65 colorectal serrated lesions, primarily sessile serrated lesions, most of which were located in the right colon. The procedure performed was underwater endoscopic mucosal resection (uemr), carried out by board-certified endoscopists in japan. The technique involved deflating the colon, immersing the lesion in saline, and using acetic acid spray to enhance margin visibility. Lesions were then resected en bloc using a snare and electrocautery, followed by marginal biopsies to confirm complete removal. Tattooing was applied near the resection site for follow-up identification. The procedure achieved a high success rate, with most lesions removed en bloc and a moderate rate of complete resection. Adverse events were minimal, with only one case of immediate bleeding and one delayed perforation, requiring hospitalization and surgical intervention. Surveillance colonoscopy at 12 months confirmed a low recurrence rate, and all recurrent lesions were successfully treated endoscopically. All events were non-fatal, and only one patient did require surgical intervention due to a delayed perforation. Please see the referenced article for full details.

Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, safety and efficacy of underwater emr for 10- to 20-mm colorectal serrated lesions (sea clear study) a retrospective multicenter cohort study, by kosuke tanaka, md, et al. Per the article, between february 2021 to november 2021, 58 patients with a total of 65 colorectal serrated lesions, primarily sessile serrated lesions, most of which were located in the right colon. The procedure performed was underwater endoscopic mucosal resection (uemr), carried out by board-certified endoscopists in japan. The technique involved deflating the colon, immersing the lesion in saline, and using acetic acid spray to enhance margin visibility. Lesions were then resected en bloc using a snare and electrocautery, followed by marginal biopsies to confirm complete removal. Tattooing was applied near the resection site for follow-up identification. The procedure achieved a high success rate, with most lesions removed en bloc and a moderate rate of complete resection. Adverse events were minimal, with only one case of immediate bleeding and one delayed perforation, requiring hospitalization and surgical intervention. Surveillance colonoscopy at 12 months confirmed a low recurrence rate, and all recurrent lesions were successfully treated endoscopically. All events were non-fatal, and only one patient did require surgical intervention due to a delayed perforation. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: investigation result. The captivator - snare was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed a snare device being used in a procedure, however, it is not possible to attribute these pictures to a specific complaint. No other problems with the device were noted from the photo. The reported events of hemorrhage and perforation cannot be confirmed as per the picture provided; the quantity of bleeding and the depth of the cut, which occurred during the procedure cannot be determined. There is insufficient objective evidence to determine a definitive cause. Due to the lack of supporting documentation, the conclusion code "known inherent risk of device" was selected as the most probable root cause for this reported issue.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, safety and efficacy of underwater emr for 10- to 20-mm colorectal serrated lesions (sea clear study) a retrospective multicenter cohort study, by kosuke tanaka, md, et al. Per the article, between february 2021 to november 2021, 58 patients with a total of 65 colorectal serrated lesions, primarily sessile serrated lesions, most of which were located in the right colon. The procedure performed was underwater endoscopic mucosal resection (uemr), carried out by board-certified endoscopists in japan. The technique involved deflating the colon, immersing the lesion in saline, and using acetic acid spray to enhance margin visibility. Lesions were then resected en bloc using a snare and electrocautery, followed by marginal biopsies to confirm complete removal. Tattooing was applied near the resection site for follow-up identification. The procedure achieved a high success rate, with most lesions removed en bloc and a moderate rate of complete resection. Adverse events were minimal, with only one case of immediate bleeding and one delayed perforation, requiring hospitalization and surgical intervention. Surveillance colonoscopy at 12 months confirmed a low recurrence rate, and all recurrent lesions were successfully treated endoscopically. All events were non-fatal, and only one patient did require surgical intervention due to a delayed perforation. Please see the referenced article for full details.